Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms for several months. It was noted there was a recent drop in impedances measuring 1000 ohms. At the last device check device reprogramming was performed due to the high impedances. Additionally, there was noise observed however, it was not sensed. Technical services recommended to continue to monitor. At this time, the cardiac resynchronization therapy defibrillator (crt-d) and lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms for several months. It was noted there was a recent drop in impedances measuring 1000 ohms. At the last device check device reprogramming was performed due to the high impedances. Additionally, there was noise observed however, it was not sensed. Technical services recommended to continue to monitor. At this time, the cardiac resynchronization therapy defibrillator (crt-d) and lv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the health care professional (hcp) inquired about programming options due to high, out-of-range impedance measurements. Additionally, it was noted that thresholds are high. No oversensing was noted. The patient is scheduled for a in clinic evaluation. At this time, the lead remains in service. No adverse patient effects were reported.